Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had both their ins and lead explanted in (B)(6) 2021 because it "wasn't working". Pt clarified that the device "stopped working months ago" and reported their urologist removed the ins and lead and put a mesh inside pt. Pt stated their hcp "quit on me" because "after 7 years they couldn't correct me". No further patient complications are anticipated or expected as a result of this event.